Manufacturer narrative:
A field service engineer was dispatched to the customer and reported that the devices triggered alarms and all audio and visual alarms are working at the central as well as the bedside monitor. The provided alarm logs from the fse indicates that there were several alarms at 08:36 on (b)(\6) 2015 for bed ccu12. Note that there was an alarm silencing from the central station monitor at 8:40 and was an alarm suspend from the bedside monitor later during the hour-long sequence of alarming. The fse confirmed that the patient, a (B)(6) year old female, deceased at on (B)(6) 2015 at 09:07am. 08:36:01.234 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:36:02.281 (B)(6) 2015 : sdprocess ccu12 alarm - vtach. 08:36:52.484 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:39:53.734 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:40:29.843 (B)(6) 2015 : sdprocess silenced ccu12 - vtach. 08:42:07.984 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:42:08.437 (B)(6) 2015 : sdprocess ccu12 alarm - vtach. 08:42:32.484 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:42:33.609 (B)(6) 2015 : sdprocess ccu12 alarm - vent fib/tach. 08:42:33.609 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:43:05.484 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:43:08.484 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:44:19.234 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:45:23.734 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:45:24.656 (B)(6) 2015 : sdprocess ccu12 alarm - vtach. 08:45:28.734 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:45:29.515 (B)(6) 2015 : sdprocess ccu12 alarm - vtach. 08:45:29.515 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:46:02.484 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:55:01.484 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:55:02.000 (B)(6) 2015 : sdprocess ccu12 alarm - vtach. 08:55:42.484 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:55:48.484 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:56:42.859 (B)(6) 2015 : sdprocess ccu12 alarm - desat 81 < 85. 08:56:42.984 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled 08:58:52.984 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 08:58:53.937 (B)(6) 2015 : sdprocess ccu12 alarm - vent fib/tach. 08:58:58.000 (B)(6) 2015 : data server ccu12, lbn 47, paired bedside alarms suspended. 08:59:59.468 (B)(6) 2015 : data server ccu12, lbn 47, paired bedside alarms not suspended. 09:05:57.109 (B)(6) 2015 : sdprocess ccu12 alarm - vent fib/tach. 09:05:57.234 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 09:06:38.234 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 09:06:39.078 (B)(6) 2015 : sdprocess ccu12 alarm - vent fib/tach. 09:08:02.140 (B)(6) 2015 : sdprocess ccu12 alarm - brady 30 < 35. 09:08:02.234 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 09:08:17.484 (B)(6) 2015 : sdprocess ccu12 red alarm sound -coupled bed. 09:08:18.203 (B)(6) 2015 : sdprocess ccu12 alarm - brady 33 < 35. 09:37:46.593 (B)(6) 2015 : data server ccu12, lbn 36, arrh alarms off. 09:37:57.015 (B)(6) 2015 : sdprocess ccu12 red alarm sound ¿coupled. A fse was onsite and that the devices triggered alarms and all audio and visual alarms are working at the central as well as the bedside monitor. The provided alarm logs indicates that the monitor alarmed several times and was acknowledged both at the bedside monitor and at the central station. The complaint is considered no malfunction of the device. The product remains at the customer site. Additionally, the available information from this report does not support that there is any failure or any systemic, design, or labeling problem. This complaint does not represent a product/part failure, and therefore this case will be excluded from periodic monitoring. No further investigation or action is warranted.

Event description:
The customer reported that a patient expired on (B)(6) 2015 at 09:07am and the nurses are not sure if alarms were triggered for vfib and vtach on (B)(6) 2015 at around 08:30 am. A patient expired.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer that a patient expired on (B)(6) 2015 at 09:07am and the nurses are not sure if alarms were triggered for vfib and vtach on (B)(6) 2015 at around 08:30 am. The biomed removed mp70 from service.